Event description:
A customer reported that the quick bolus and wake button on their insulin pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through troubleshooting steps, including removing the pump from its case and using different techniques to press the button. Despite these efforts, the button remained difficult to use, so technical support decided to replace the pump. The customer will use a backup insulin pump in the meantime and was instructed on how to prepare the current device for return using a pre-paid label.